Manufacturer narrative:
Customer did not provide product for evaluation. No additional information about patient status or case details have been provided by the customer despite multiple attempts to obtain this information. The product was not returned and the root cause could not be determined for this device. Therefore corrective action was not initiated for this event. This information will be included in trending and future corrective action determinations.

Event description:
It was reported that the md was at the end of the case they were closing the sternotomy and the balloon just all of a sudden burst. The balloon was filled with saline no air. At time of reporting, the patient had not yet woke up from the surgery. The following day it was reported by the sales rep that the patient had seizures and had not yet woken up yet. No further information has been provided at this time.